Event description:
It was reported by the customer that during a laparoscopic hernia repair, the lower jaw became detached from the device. Another device of the same product code was used to complete the procedure. There was no adverse consequence to the patient.